Event description:
The recipient reportedly experienced electrode migration. A CT scan confirmed electrode migration. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, d.6b. Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2025, the recipient's device was repositioned. The recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.